Event description:
Caller reported a malfunction on pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting pump and assisted caller with the process. After resetting, malfunction did not recur, allowing customer to continue using the pump. Caller was advised to call back if the issue reappears.